Manufacturer narrative:
Date received by manufacturer: 18dec2019. Report date: 19dec2019. The manufacturer's international service technician evaluated the device and confirmed the reported issue. The service technician replaced the da pcba (data acquisition printed circuit board assembly). The ventilator was calibrated successfully and passed all required testing. The reported issue was resolved. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12/16/2019.

Event description:
The customer reported pressure sensor auto-zero failed alarm occurred. The device was in clinical use at the time the reported issue was discovered. However, there was no reported patient or user harm.